Event description:
It was reported by repair work order that the bed had no motor functions due to a malfunctioning main power control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.